Event description:
It was reported that the battery of this pacemaker went from 1.5 years of longevity to three months remaining in a span of four months. The health care professional (hcp) also noted that this device was undersensing atrial in presenting. A request was made to have the data from this device analyzed. Data analysis confirmed that this device was depleting normally. Additional information was received indicating that this device was surgically explanted, and a new device was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this pacemaker went from 1.5 years of longevity to three months remaining in a span of four months. The health care professional (hcp) also noted that this device was undersensing atrial in presenting. A request was made to have the data from this device analyzed. Data analysis confirmed that this device was depleting normally. Additional information was received indicating that this device was surgically explanted, and a new device was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the battery of this pacemaker went from 1.5 years of longevity to three months remaining in a span of four months. The health care professional (hcp) also noted that this device was undersensing atrial in presenting. A request was made to have the data from this device analyzed. Data analysis confirmed that this device was depleting normally. To date, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.